Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had an error on the screen. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the site power- cycled the erbe, however the issue persisted. The procedure was converted to laparoscopic and was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reviewed the system error logs which revealed the neutral node was not detected, pointing to a likely grounding pad issue. The erbe was tested and performed without fault. The fse replaced the erbe as a courtesy for the customer. Isi received the erbe unit involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the customer reported complaint. The erbe unit was placed on an in-house system and ran in normal mode. The unit energized and cauterized, and all ports recognized instruments.